Event description:
I had a serious reaction to the liquid adhesive martisol when it was used during surgery. The surgery was to remove melanoma from my arm. The area developed large blisters and itched. The area is discolored and looks as thought it will scar. The liquid also dripped down arm and left a trail of blisters behind. This is in addition area with the incision.